Manufacturer narrative:
(B)(4). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This unknown lot could have been produced at (B)(4) manufacturing site. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). Additional information: (the lot number and expiration date were identified upon sample receipt). Correction additional information: correction and additional information: the manufacturing site was identified when the lot number became known. Evaluation summary: the device was received and evaluated for the reported event. A visual inspection was performed and revealed a cut in the burette chamber approximately one and a half inches in length. The reported condition was verified through device evaluation. The cause of the condition was determined to be the user of the device excessively manipulating the burette chamber. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system buretrol set cracked. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.